Manufacturer narrative:
The meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up ((B)(4) 2013)-device evaluation: the meter and test strips involved with this complaint have been returned and evaluated by lifescan product analysis on (B)(4) 2012 respectively with the following findings: the meter passed all testing with no faults found. The error could not be reproduced. However, the test strips yielded results outside the control solution range. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. Device returned to mfg date: test strips- (B)(4) 2012, meter- (B)(4) 2012.

Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that her onetouch ultrasmart meter was reading inaccurately high compared to her feelings and/or normal readings. The complaint was classified based on additional information obtained by the customer service representative (csr) during a follow-up call with the patient. The patient reported that approximately 3 months prior to contacting lfs she obtained an alleged inaccurate high blood glucose reading of "16.6 mmol/l (299 mg/dl)" with the subject meter. The patient informed the csr that her normal/typical blood glucose readings range from "5 to 12 mmol/l (90-216 mg/dl)". The patient manages her diabetes by taking a set dose of lantus insulin at bedtime and also by taking humalog insulin which she adjusts based on her blood glucose readings and carbohydrate intake. The patient claimed that in response to the high reading she took an additional 6 units of humalog insulin and approximately 5 to 10 minutes later she began to feel shaky, lightheaded and confused. In response to the symptoms, the patient stated she drank mango juice and confirmed feeling better afterwards. At the time of troubleshooting, the csr noted that the subject meter was set to the correct unit of measure setting and that the patient was using test strips that were in good condition. The patient did not have control solution available at the time of the call to run a control solution test on the subject products. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.